Event description:
In 2003 the pt fell on the floor (around 9:00 pm) and friend tested pt's blood glucose with the assure meter and it read 491 mg/dl. The emergency medical tech was called. About 1/2 hour later (10:00 pm) they tested the pt's bg with their meter and it read "lo". Emergency medical tech performed another test with the assure meter approximately 10 minutes later (10:10 pm) and the result was "hi" and then retested with their meter and it read 102 mg/dl. Pt was not taken to the hosp. Emergency medical tech tested pt's bg, blood pressure and pulse.